Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 415 mg/dl. No symptoms were reported at the time of the incident included. The customer was not treated for high blood glucose. The customer stated having some issues with the reservoir and and sensors. Troubleshooting for the high blood glucose was provided. Replacing the reservoir resolved the issue. No products will return for analysis.